Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing and impedance issues. Subsequently, this ICD system was explanted and replaced. No adverse patient effects were reported.